Event description:
Following an attempt to seat the disposable novasure device during an endometrial ablation the physician suspected a uterine perforation and decided to perform a hysteroscopy and confirmed a perforation "in the upper left cornual segment". The pt was admitted to the hospital and a hysterectomy was done "because [the] pt wanted definitive treatment for her bleeding". The pt did well and had a "standard discharge, no further complication". At the time of this surgery the physician commented on "the friable nature of the pt's tissue". She was subsequently diagnosed with rheumatoid arthritis. On (B)(6) 2012, the physician reported the pt is "doing very well". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).